Manufacturer narrative:
Initial and final MDR 1919740 - MDR 3003442380-2024-15911 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-18-2024 it was reported by the patient that 2 infusion sets were kinked. After 3 hours of insertion patient noticed the symptoms. The site where infusion set was inserted was abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.